Event description:
It was reported that versacross connect access solution for faradrive selected for atrial fibrillation (a fib) use. During the procedure, dilator sheared at the insulated portion of the versacross rf wire upon attempting to advance over the wire. Procedure was completed successfully by using different device, same model. No patient complications were reported. The device is not expected to return for analysis as disposed. It was further reported that the damage was observed prior to inserting into patient. The dilator could not be advanced over the wire as the step up from the bare wire to the versacross insulation would not allow for the dilator to be advanced. No damage to the package was noted. No other issue was noted.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive selected for atrial fibrillation (a fib) use. During the procedure, dilator sheared at the insulated portion of the versacross rf wire upon attempting to advance over the wire. Procedure was completed successfully by using different device, same model. No patient complications were reported. The device is not expected to return for analysis as disposed.